Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 40 mg/dl to 62 mg/dl and it was addressed with orange juice. Reportedly, the customer did not hear the empty cartridge alarm for each event. It was noted that the customer resumed insulin delivery.